Manufacturer narrative:
On (B)(6) 2020, calibration was only performed with folate reagent lot 414367. This lot expired at the end of august 2020. On (B)(6) 2020, a successful folate calibration was performed with reagent lot 447260. The signals were slightly lower than expected. No controls were tested on (B)(6) 2020. Per product labeling: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." Controls tested on (B)(6) 2020 were within range. Control material used on (B)(6) 2020 was a few days beyond its expiration date. Based on this information, no reagent issue is apparent. Upon review of the alarm trace, several alarms indicating an electronic problem occurred on both (B)(6) 2020 and (B)(6) 2020. On (B)(6) 2020, the alarm trace showed a message that liquid flow cleaning maintenance of the analyzer was recommended. On (B)(6) 2020, the alarm trace indicated sample volume was insufficient or a clot was pipetted. Assays from different vendors can generate different values. This is related to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. It was mentioned that the sample was stored in the refrigerator for several days. Per folate reagent product labeling, sample stability at 2 - 8 degrees celsius is only 48 hours. The investigation could not identify a product problem. This event occurred in (B)(6). Medwatch field phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with roche elecsys folate iii on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with a folate value of 3.15 ng/ml when tested on the e411 analyzer. No controls were tested on the reagent pack that was in use. The sample was repeated using an elisa method on an immulite analyzer on (B)(6) 2020, resulting with a folate value of 4.43 ng/ml. A new reagent pack of the same lot was loaded on the e411 analyzer. Calibration and controls were run on the pack. The sample was repeated on the e411 analyzer on (B)(6) 2020, resulting with a value of 2.42 ng/ml. An aliquot of the sample was also repeated on an abbott architect analyzer on (B)(6) 2020, resulting with a folate value of 3.5 ng/ml. This value was reported to the treating physician. The sample was repeated on the e411 analyzer on (B)(6) 2020, resulting with a value of 2.40 ng/ml. The serial number of the e411 analyzer is (B)(4).